Event description:
The plate was broken in patient's thigh bone after operation.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.